Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented to the operating room for a procedure (unknown) on (B)(6) 2018 was went pulseless. The patient was given chest compressions and external defibrillation. The patient presented for follow-up on (B)(6) 2018, the interrogation was normal no error messages or resets were noted. (B)(6) became aware of the event during follow-up (B)(6) 2018. The patient was symptom free and was sent home.